Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not advance and had leading haptic issue. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in a plastic bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the far end of the loading area upon return. The lens was advanced into the nozzle entry area. The trailing haptic was fully folded onto the anterior optic surface. The leading haptic was in an acceptable straight position. Both haptics were in acceptable positions. It is unknown if a previous plunger override had occurred. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The lens was advanced into the nozzle entry area and the plunger was retracted behind the lens. The root cause for the reported complant of ¿lens did not advance¿ may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The trailing haptic was fully folded onto the anterior optic surface. The lens was in the nozzle entry area. This may indicate that a previous plunger override may have occurred. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The reported ¿leading haptic issue¿ was not confirmed. No problem was found with the leading haptic. A straight leading haptic was observed. Straight leading haptics are not a product malfunction. Straight leading haptics are an acceptable position per the diagrams provided in the IFU. The customer indicated the use of a non-qualified viscoelastic which could be a contributing factor. A straight leading haptic may occur: ¿ due to the normal folding variations as indicated the IFU diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).